Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule for surgery ') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-schedule for surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. E13069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation combined with an essure". The patient's medical history included pregnancy test negative, dysmenorrhea, hematometra and adenomyosis. Previously administered products included for an unreported indication: toradol, hydrocodone and lorazepam. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("hematometra"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and uterine haemorrhage outcome was unknown. The reporter considered dysmenorrhoea and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2016(as per mr) the right tubal ostia was centered in the amera and essure coil inserted easily with three trailing coils. The left tubal ostia was also visualized and essure coil easily inserted with three trailing coils. Concerning the injuries reported in this case, the following ones were reported via mr- dysmenorrhea, hematometra, novasure endometrial ablation combined with an essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. E13069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation combined with an essure". The patient's medical history included pregnancy test negative, dysmenorrhea, hematometra and adenomyosis. Previously administered products included for an unreported indication: toradol, hydrocodone and lorazepam. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("hematometra"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and uterine haemorrhage outcome was unknown. The reporter considered dysmenorrhoea and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2016(as per mr) the right tubal ostia was centered in the amera and essure coil inserted easily with hree trailing coils. The left tubal ostia was also visualized and essure coil easily inserted with three trailing coils. Concerning the injuries reported in this case, the following ones were reported via mr- dysmenorrhea, hematometra, novasure endometrial ablation combined with an essure most recent follow-up information incorporated above includes: on 13-apr-2021: medical record received: event medical device removal was updated to event dysmenorrhea. Event: 'endometrial ablation performed concomitantly with the essure micro-insert implantation nos', hematometra added. Lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule for surgery/e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media (events added from social media) schedule for surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Processed with fu. No.01. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.